Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed. No conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, variable angle (va) distal fibula plate distal locking hole malfunctioned, and the variable angle (va) locking screw did not lock into the plate. A metaphyseal plate was used and there seemed to be a brown rust on the ss. There was a surgical delay of three (3) minutes. Procedure outcome is unknown. No patient consequence. This is report 1 of 2 for (B)(4).